Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. No RMA was issued however the attached pictures on the general info tab on the parent (B)(4) verify the complaint. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Customer is from the disney cruise lines and states the chair has a broken caster wheel.